Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # z70235. Investigation summary . The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er420 showed a clip lodged in the jaws; the clip was removed to allow a detailed inspection, which revealed that the jaws were misaligned. During functional analysis the instrument was cycled; because of the jaw misalignment it fed and formed three (3) scissored clips (clips that closed incorrectly), after which the device entered its designed lockout state. The event reported was confirmed and is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of the quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z70235 number, and no non-conformances were identified. Additional information was requested and the following was obtained: there are currently three 12mm clippers here that have had a problem. I wasn't there with any of them myself. I know the problem with the last one is that the clips were shearing. 1. How many patients/procedures were involved? Unknown. 2. How many devices were involved in each procedure? This is not clear out of the description. Both options are possible. Could be used in one or three procedures. 3. What was the issue with each device? Only one we know this was that the clips were shearing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clips scissored when fired. No patient consequences were reported.